Event description:
Additional information was received indicating that the issue occurred during preventative maintenance testing and there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. Visual inspection revealed a crack on the lower right front corner of the top case. The keypad support lens was also cracked. The event history log (ehl) showed the following message: check flange sensor error. The ehl did not show an error related to the plunger traveler test. The investigator determined that a drive train test was not needed per the technical service manual. An occlusion test was performed to verify any of the customer reported product problems. No problem was found with the drive train assembly. This component operated as intended. The optocoupler was misaligned due to a missing screw however. The customer allegation was therefore confirmed. The product problem occurred because of incorrect assembly during the manufacturing process. This was established as the root cause. The investigator realigned the optocoupler, replaced the damaged top case, cleaned, greased, and calibrated the device. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion 3500 pump failed the plunger travel test. The pump was not detecting the syringe. No patient injury or complications were reported in relation to this event.